Event description:
The lead was returned from a competitor with no information seventeen years after implant. The lead was analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking 20 cm from the generator end. It was noted that all the conductors were distorted, all the conductors were stretched, the outer insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.